Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and programming options were advised to prevent oversensing of the myopotential noise. Ts also noted that there was a recorded episode from (B)(6) 2024, in which the oversensing led to pacing inhibition for approximately 2 seconds. After the episode from (B)(6) 2024, the system was reprogrammed to deactivate ventricular sensing from intervening with left bundle branch pacing. No additional adverse patient effects were reported. This system remains in service.